Manufacturer narrative:
Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a patient with rectal malignancy, pleural effusion. On (B)(6) 2017, doctor did chest puncture catheter drainage, about 1 day after catheter insertion, doctor found the drainage is not smoothly, drainage tube blockage, need to reinsert the catheter. One day after the replacement, drainage tube blockage occurred again which caused harm to patient (second event documented in MDR#3006425876-2017-00239). The doctor found the channel of the catheter was thinner, it will be easy to cause the blockage".

Manufacturer narrative:
Qn#(B)(4). Additional information requested. Additional information is not available at time of this report. The product complaint form documents no patient complications and no patient injury.

Event description:
The customer reports that a patient with rectal malignancy, pleural effusion. On (B)(6) 2017, doctor did chest puncture catheter drainage, about 1 day after catheter insertion, doctor found the drainage is not smoothly, drainage tube blockage, need to reinsert the catheter. One day after the replacement, drainage tube blockage occurred again which caused harm to patient (second event documented in MDR#3006425876-2017-00239). The doctor found the channel of the catheter was thinner, it will be easy to cause the blockage".